Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr 90 suction electrode sparked outside the patient. Near the end of the case, the sales rep stated that the generator began stating output shortage, and the surgeon removed the electrode from the patient. While outside the patient the surgeon pressed the ablate pedal on the vapr 3 footswitch and the vapr electrode sparked. The sales rep stated the device was not near metal. The sales rep stated the vapr 3 footswitch had cord damage. The case was completed with these devices with no patient harm or delay. The vapr 90 suction electrode is being returned, the vapr 3 footswitch was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The suction tube was intact, and visual inspection revealed saline residue in the suction tube indicating the device was used. Additionally, visual inspection of the device revealed the active tip showed signs of activation and the manifold was burnt from the 3-7 o'clock position of the tip. Therefore, this complaint can be confirmed. No functional testing was conducted to avoid any further damage to the device and test equipment. The event description noted that the device was activated outside of the patient. The instructions for use (IFU) specifies that ¿ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate)¿. This device failure can be attributed to device misuse. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).